Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off no power alert alarms and failed battery. The customer¿s blood glucose level was unknown. Customer states they did not receive a low battery alert prior to the off no power alert. The second occurrence of an off no power alert without a low battery warning. The customer received failed battery alarm. The customer declined to remove the current working battery to look at the cap and compartment. The customer was advised to monitor the pump and call back if needed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display noted. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No unexpected off no power, low battery, bad battery, battery out limit, failed battery test alarms noted during testing. (B)(4).